Manufacturer narrative:
(B)(4). Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0302996 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0302996 was manufactured according to specifications and met performance requirements. Customer reported false positive results on sbt samples filled with pcr grade water. Customer provided five runs (#1034, #1035, #1036, #1037 and #1039) all containing 24 samples consisting of sbt filled with 700 ul of pcr grade water from instrument cm0114 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Data analyses show late n1 positive results obtained for 4 out of the 120 samples tested, on both top and bottom cartridge positions but all when using deck a. No positive result was obtained when using deck b. Manual pcr curve adjudication was conducted across positive samples: #1035/a8, #1036/a2, 1039/a6 and a10. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curve analysis for samples 1035/a8, 1039/a6 and a10 show late but true amplification of the n1 target. Moreover, curve analysis showed that amplification of the n2 target also occurred for samples a6 and a10 in run 1039, but amplification started too late to give positive results. Since no csv file was obtained for run 1036, manual curve adjudication could not be performed for this run. Since the customer indicated that the samples were pcr grade water, a positive result was not expected. Contamination is the most likely cause of the issue. This contamination could have occurred during handling of samples, reagents, equipment, or consumables. The customer mentioned that they suspected the instrument deck a to be contaminated since all positive results were obtained on this deck. However, the customer database was not received for investigation and no further analysis could be done. Overall, this investigation showed that the most likely hypothesis is a contamination issue. The reagents are not suspected. Bd was unable to find the exact cause for the customer issues. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0302996. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd recommended that customer revise handling procedure to reduce potential contamination and review the negative control selection as detailed in package insert (p0253). Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported that while testing for sars-cov-2 4 false positive results were obtained at rack site a. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Eua# (B)(4). Medical device lot #: 0302996 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 4 false positive results were obtained at rack site a. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. Eua# (B)(4).